Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while off the ilet for a few hours, with a highest continuous glucose monitor (cgm) value of 233 mg/dl on a dexcom g7; the device was subsequently reapplied by a caregiver and dosing resumed. Symptoms included irritability consistent with hyperglycemia. Outcomes included no hospitalization and no emergency medical intervention. Investigation included communication with user and troubleshooting regarding uninterrupted pump wear and infusion set management. Investigation of this case revealed no device alarms, no reported hardware malfunction, and no infusion set disconnection for exercise, with the event attributed to therapy interruption due to device removal rather than a device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.